Event description:
It was reported that shaft break occurred. A 32 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the shaft broke. There were no patient complications reported.